Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ other-medical: unable to observe. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Patient reported "breast implant illness". The device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-16575. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional previously reported "rupture, capsular contracture, baker grade IV, and exchange". Patient later reported "breast implant illness". Healthcare professional later reported "possible rupture, capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed the rupture. This record is for the right side. Device was explanted and replaced.